Event description:
A malfunction alarm, specifically malfunction code 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer chose to resume insulin deliveries independently following the phone call. The customer was instructed to call back if any malfunction code recurs, and acknowledged this guidance.